Event description:
During field service installation of the device at the service center, the field service representative reported that the monitor screen was blank when the power switch was turned on. Since the event occurred during routine testing, there was no pt involvement during this event.